Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 80% to 50% after being connected to a power source. In addition, the customer had difficulty charging the pump. The battery gauge later jumped back up to 100% immediately after being disconnected and reconnected to a verified power source. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.